Event description:
A nurse reported a scratched intraocular lens (iol). It is not known whether there was pt impact/injury associated with this event. Add'l info has been requested.

Event description:
Add'l info provided indicates the event was not a problem with the intraocular lens (iol) as had been originally reported. The iol was damaged by the lens guide cartridge.